Manufacturer narrative:
This product is registered as a combination product. The manufacturing date for this product is unavailable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic upon receiving a vibratory alert. It was found that the patient's atrial lead exhibited low impedance. No programming changes were made and the lead is being monitored. The patient was stable.

Event description:
New information received indicates the patient presented in clinic for a device incision check on 16 jul 2020. Another atrial lead impedance alert was noted. Programming changes were made. The patient was stable.